Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that the remote is not working. Patient stated that they are unable to turn stim up, down, or on/off. Patient mentioned that they went and bought new batteries 2 days ago, put a new battery in, and today they bought another battery just in case the first was bad. Patient said the only light that comes on is the green programmer light and they cannot get the orange stimulator lights to come on.